Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the motion power relay was malfunctioning. The motion relay was replaced and the issue was resolved. Part return requested. No part has been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the motion relay being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system motion controllers would not boot up fully, and the pendant displayed the message 'initializing, please wait'. The system was rebooted several times without resolution. This occurred outside of any patient involvement. No additional details were provided.